Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned stuck in a cartridge. The plunger was pushed under the cartridge versus in cartridge. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +24.0 diopter, crumpled and there was no patient contact. The reporter indicated they have some new nurses that are learning the system. The reporter was unable to provide any additional information.